Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the doctor was unable to seat encode or impression coping due to damage on the internal threads.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected and additional information to 0001038806 - 2022 - 01323. Further evaluation of the complaint confirmed that the catalog number was previously reported incorrectly, and that implant date is available. The following sections are being reported: d1: brand name is corrected. D4: catalog number is corrected. D4: expiration date and unique identifier (UDI) number d6a. If implanted, give date is added. H2: if follow-up, what type; h3: device evaluated by manufacturer; h4: device manufacturer date; h6: type of investigation; h6: investigation findings; h6: investigation conclusions; h10: additional narratives/data. The product was not returned, and the reported event was non-verifiable with the information provided. Based on the evaluation, the devices malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported events or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.